Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during ptbd, the device was unable to cross the lesion. The tortuous target lesion was located in the tortuous biliary artery. The flexima catheter was inserted however failed to cross the tortuous lesion. The procedure was completed using a different device. There were no patient complications reported. However; returned device analysis revealed a section of the device packaging adhered to the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the catheter and the metal cannula were received. The cannula was found completely bent in "v shape". The catheter does not present any shape anomaly. The device presents white traces of the packaging card material adhered to the catheter pigtail. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).